Event description:
It was reported that the intraocular lens (iol) came out of the injector with the proximal haptic cut off lying loose on top of the optic. The haptic was removed but when the surgeon was going to explant the iol, the patient was very tense. Therefore, the physician opted to leave the iol in the capsular bag and will perform an explantation when the patient eye is back to normal. Reportedly, the patient is now in the hospital with elevated pressure and cornea edema. The iol is in the capsular bag but only with one haptic. In follow-up, it was reported that a vitrectomy was not performed but there was an incision enlarged of 1mm and best corrected visual acuity (bcva) last check hand movements of 1 motion. The patient outcome is ¿bad so far¿. The surgeon saved the iol (haptic) and injector. When the doctor looked at the haptic in the microscope, it looks like it has been cut with a knife quite close to the base of the optic.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted..

Manufacturer narrative:
UDI #: (B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of process manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the cartridge was observed fully engaged into the lower body of the pcb00 device. The plunger component was observed in a fully advanced position. The cartridge was visually inspected under a microscope and revealed no lens was observed inside the pcb00 device. No damages were observed in the rod tip. Small amount of viscoelastic (ovd) residues were observed at the cartridge tube/tip. Stress marks were observed on both sides of the cartridge tube and tip, which are typically caused and/or may well appear by the pass of the iol thru the cartridge. The reported complaint of a detached haptic was not verified due to the lens was not returned for evaluation. All pertinent information available to abbott medical optics has been submitted.